Manufacturer narrative:
The investigation into the low pump flow issue has been completed since the original report was filed. The pump was returned, tested, and evaluated. Biomaterial was observed in the purge gap. Dried dextrose dissolved. The cause of the low pump flow most likely was biomaterial ingestion.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported a 53-year-old patient (gender and race unknown) in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The impella flows were very low and the left ventricle systolic numbers were negative. The physician noted the patient's vessels were 8mm and the hospital did not have stents that big. The patient's right coronary artery occluded. Medications were given to the patient, but they were not effective in keeping the artery open. The patient expired on support.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b1, b2, b5, h1, and h6.

Event description:
Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.